Event description:
Prostin running at 0.45ml/hr. Pump alarmed occlusion at 0330 with 5.5 ml left in syringe. Pump checked again at 0600 and there was still 5ml left in syringe. Occlusion alarm went off very often. Infant with PICC [peripherally inserted central catheter] line. Tpn/il [total parenteral nutrition, infusion line] infusing via proximal lumen. Carrier fluid running at 0.8ml/hr, with fentanyl and prostin infusing via distal lumen.